Manufacturer narrative:
Title: real-time us-CT fusion imaging for guidance of thermal ablation in of renal tumors invisible or poorly visible with us: results in 97 cases source: international journal of hyperthermia 2021, vol. 38, no. 1, 771¿776 https://doi.org/10.1080/02656736.2021.1923837. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed from 2016 through march 2020, a study evaluated outcomes of patients who underwent thermal ablation of renal tumors. There were 91 patients in the study had 97 renal lesions. Ablation was performed using radiofrequency (non-medtronic) in 6 lesion cases, while microwave (emprint) in 91 lesion cases. Complications included: hematoma and hemothorax. In one case, pericapsular hematoma resulted in discontinuing the procedure and performing it at another time. One patient with hemothorax required surgical intervention.